Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: review of the black box data revealed no unexplained power interruptions recorded. Corrosion in the battery compartment was confirmed. The returned battery cap was intact and without damage and able to secure properly to the pump. The pump powered on and exercised without any power issues occurring. Investigation did not duplicate a power issue. Moisture ingress was confirmed through leak testing at a crack in the battery compartment. Additional moisture was found inside the pump on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.